Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, nausea, vomiting, fever and cloudy peritoneal effluent. The cause of the peritonitis event was reported to be unknown; however, the patient reported a disconnection between the transfer set and the plastic adapter. The cause of disconnection was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, following the disconnection, the patient began treatment with unspecified antibiotics (dosage, frequency, route and duration not reported) for peritonitis. On an unreported date during hospitalization, pd therapy was discontinued and hemodialysis was initiated. On an unreported date, in the same month as the onset, the patient was discharged from the hospital and entered a rehabilitation facility due to the event of peritonitis. Thirty eight days prior to the receipt of this report, the patient was discharged from the rehabilitation facility and had recovered from the peritonitis event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.